Event description:
The customer was hospitalized for high blood glucose levels, hyperglycemia and diabetic ketoacidosis. The patient had gone swimming for four hours without the pump, the catheter became unstuck. It was reported that the customer was vomiting prior to being hospitalized.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.